Manufacturer narrative:
An event regarding loosening involving a accolade stem was reported. A review by a medical professional confirmed malpositioning of the trident shell. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant concluded that cup malposition in anteversion has caused an overload condition on the proximal stem section which thereby failed to acquire bone ingrowth and required revision when loosening became clinically manifest at 3-years. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in anteversion has caused an overload condition on the proximal stem section which thereby failed to acquire bone ingrowth and required revision when loosening became clinically manifest at 3-years. If additional information and/or device become available this investigation will be reopened.

Event description:
It was discovered during a three year follow up outpatient visit that the stem is loosening. The revision is scheduled for (B)(6) 2015. Update: the patient reports pain and discomfort. A bone scan was performed. Results from the bone scan was: slight metabolic accentuation at the tip of the stem of the left hip prosthesis, detachment is possible. The stem was revised.